Manufacturer narrative:
E1: phone (B)(6) g4 - PMA/510(k) # exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It has been reported that during a transurethral litholapaxy (tul) procedure to remove stones, a ncircle tipless stone extractor would not open. Prior to use, the device was inspected and tested in an uncoiled position, and the basket functioned properly. The device was used with a different manufacturer¿s scope to remove stones located in the renal and ureteral regions. No laser was used during the procedure, and there were no anatomical factors preventing the basket from opening or closing. The handle was not in a straight position towards the patient's body or pointed towards the ceiling, and no parts separated during the event. The patient was under anesthesia, and the procedure could not be completed with the ncircle tipless stone extractor. The procedure was completed with a new unspecified device. The patient did not need to return for a separate procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: d4 lot #, expiration date, primary UDI, d9, h4 device MFR. Date h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has been reported that during a transurethral litholapaxy (tul) procedure to remove stones, a ncircle tipless stone extractor would not open. Prior to use, the device was inspected and tested in an uncoiled position, and the basket functioned properly. The device was used with a different manufacturer¿s scope to remove stones located in the renal and ureteral regions. No laser was used during the procedure, and there were no anatomical factors preventing the basket from opening or closing. The handle was not in a straight position towards the patient's body or pointed towards the ceiling, and no parts separated during the event. The patient was under anesthesia, and the procedure could not be completed with the ncircle tipless stone extractor. The procedure was completed with a new unspecified device. The patient did not need to return for a separate procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in open package with label. The device was received with the handle in the closed position. The collett and mlla (male leur lock adaptor) were tight, and the polyethylene terephthalate tubing pett was present. The handle actuated the basket formation without issue. The reported complaint could not be duplicated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device does not contain information relevant to the reported event. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.